Event description:
The customer reported a power supply failure error message.

Manufacturer narrative:
The customer reported a power supply failure error message. Philips evaluated the device and confirmed the reported symptom. The device was repaired by replacement of the processor pca. The device passed all testing and was returned to service.